Manufacturer narrative:
Event date is (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection and functional testing were performed. Visual inspection identified a cracked main body. Functional testing including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. The reported issue of leak was not verified; however, the sample was not conforming due to the additional issue of a cracked main body. The cause of the cracked main body was not determined. Should additional relevant information become available, a supplemental report will be submitted.